Event description:
The pump was explanted in mid-may due to an infection. No additional details were provided regarding the event. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.